Event description:
Healthcare professional reported right side "seroma (within 12 months)''. Device remains implanted.

Manufacturer narrative:
E1. Initial reporter establishment name continued: (B)(6) surgery. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.